Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, a third party service agent observed that the therapy connector pin had damaged and the device would not recognize the quick-combo electrodes or paddles connected to the device. As a result, defibrillation therapy would not available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) evaluated the therapy connector and verified that one of the high voltage mating contacts is damaged inside. The cause of the reported issue was determined to be due to damaged therapy connector.

Manufacturer narrative:
A third party service agent evaluated the customer's device and observed that the therapy connector pin had damaged and the device would not recognize the quick-combo electrodes or paddles connected to the device. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, a third party service agent observed that the therapy connector pin had damaged and the device would not recognize the quick-combo electrodes or paddles connected to the device. As a result, defibrillation therapy would not available, if needed. There was no patient use associated with the reported event.